Manufacturer narrative:
Manufacturer's investigation conclusions: review of the device history record for centrimag motor s/n (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. The reported event of an s3 alarm was confirmed via the log file, as well as during analysis. A log file was extracted from the returned centrimag console. Per the log file, an s3 alarm with sub-fault ¿sf_lmc_supply_5v_motor¿ was observed on (B)(6) 2019 at 16:01. The system was shut down and restarted several times after this event, and the s3 alarm was observed to occur upon each start-up. No other notable events were observed. The returned centrimag motor (serial number (B)(6)) was tested alongside the returned console. Upon turning on the system, the console alarmed with an s3 error. The integrity of the motor¿s conductors was measured. A short circuit was found within the 5v-line in the motor¿s cable, causing consistent s3 alarms when connected to power. This finding was consistent with the sub-fault observed within the log file. As a result, the motor was scrapped. The root cause of the reported event was a short within the motor¿s cable. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that when the system was switched on, the console displayed an s3 - system error alarm. The console, motor, and flow probe were exchanged and no further problems occurred. This report concerns the motor. The console is reported under MFR. #3003306248-2020-00001.